Event description:
The customer reported that the system would not turn on (boot up). There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos, rtos and power supply connectors were reseated and the system software was reloaded. The system was then found to be operating as intended.